Event description:
Note: this report pertains to one of two cold snares used in the same procedure. It was reported to boston scientific corporation that two cold snares were used to remove a less than a cm sessile polyp during a polypectomy procedure performed on (B)(6) 2025. During the procedure, the first snare would not cut so the physician had to pull on it. A new cold snare was then opened, but it too was unable to cut. The procedure was completed with another of the different device. There were no patient complications as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a050702 captures the reportable event of snare unable to cut.